Manufacturer narrative:
Internal complaint reference: case-(B)(4). Totty, j. P., hitchman, l. H., cai, p. L., harwood, a. E., wallace, t., carradice, d., ... & chetter, I. C. (2019). A pilot feasibility randomised clinical trial comparing dialkylcarbamoylchloride-coated dressings versus standard care for the primary prevention of surgical site infection. International wound journal, 16(4), 883-890. Doi: 10.1111/iwj.13113.

Event description:
It was reported that on literature review "a pilot feasibility randomised clinical trial comparing dialkylcarbamoylchloride-coated dressings versus standard care for the primary prevention of surgical site infection", 70 patients were treated with the opsite post op dressing after an unspecified surgical intervention. 18 out of those 70 patients suffered from a surgical site infection. It is unknown if/how the infections were treated. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
Reassessment of this incident found it not to fulfill reporting criteria. Local infection at the application and/or surgical site that resolves on its own or with minor medical intervention does not represent a serious injury or permanent impairment of a body function or permanent damage to a body structure and is considered not reportable pursuant to 21 cfr §803. Corrected h6